Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable. The instrument was installed on an in-house system and driven. The large hem-o-lok clip applier instrument passed engagement, was able to retain clip through engagement but failed to apply the clip. The clip was able to be properly installed into the grips, but the grips could not fully close due to the loose grip cable. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) #6 and #7, located inside the backend of the instrument. The instrument was found to have hairline cracks on grip input shafts. Other backend components adjacent to the cracked inputs showed damage which may indicate potential improper reprocessing, such as residue on the clamping pulleys. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the large hem-o-lok clip applier instrument was observed to be twisted. No fragment fell inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.